Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a leak is confirmed; however the exact cause was unknown. Two 4fr sl powerpicc catheters were returned for evaluation. Both contained a complete break of the catheter tubing near the molded joint. Both had indication of usage residue. Sample 1 contained material discoloration of the catheter tubing consistent with chemical exposure and staining. A microscopic observation revealed both devices contained highly granular and topographically complex fracture surfaces, with irregular shape. Sample one contained through cracks adjacent to the break surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The discoloration of sample 1, and fracture surfaces of both samples, were consistent with chemical embrittlement, and the surfaces of the break site also suggested twisting/kinking of the catheter in the same location. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. It's possible that this failure was multi-factorial; however, there was a lack of clear evidence which could confirm this. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "partial rupture of the PICC near the junction between anchor sleeve and catheter start. There is no reported use of cyanoacrylate glue." No other information was provided. Two devices were returned for evaluation. This report addresses the second device.